Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked at front right corner. Bottom case was broken at l-bracket mounting surface. Cracked right plunger case and visible contamination by the "l" bracket. And by the a/c cord clamp. The battery was not charging and battery readings are all "0". Replaced with the new batter and device still not charging battery. Error history log review found a battery communication time out error. The root cause of the reported issue was found to be fluid enter through the barrel clamp assembly and contaminated interconnect board. Actions were taken to mitigate the reported issue: replaced interconnect board and battery. Performed power up process and functional test which passed.

Event description:
It was reported that the pump would not charge. No patient injury was reported.